Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states "delayed wound healing and/or early or late postoperative infection and allergic reaction. Infection can lead to failure of the joint replacement." This report is number 1 of 5 mdrs filed for the same event (reference 1825034-2016-05079 / 05080 / 05081 / 05082 / 05083).

Event description:
It was reported patient underwent left hip revision. Subsequently patient experienced superficial infection as well as a urinary tract infection on 8 days post-implementation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical products: arcos con sz a std 70mm - catalog# 22-301321 lot# 966850, arcos 14x150mm spl tpr dist - catalog# 22-300814 lot# 964080, regen/rnglc+ multi 60mm sz 25 - catalog# pt-106060 lot# 187650. The reported event was unable to be confirmed due to limited information received from the customer. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. Root cause could not be determined with information available. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.